Event description:
Additional information was received indicating that the patient had tortuous anatomy and a heavily calcified left coronary cusp (lcc), which may have contributed to the infold.

Manufacturer narrative:
Image review: three fluoroscopic images were provided for review of the event. Fluoroscopic valve load inspection was not provided for review; thus, it is not possible to validate a good load. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. During the implantation attempt, an infold was evident. It was reported that the infold was not recognized and the valve was released. A post-implant dilatation was performed, which caused the valve to dislodge aortic mid balloon inflation. It was reported that a second valve was implanted; however, images of the second valve implant were not provided. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34; product lot number: 0012425596; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-34; product lot number: 0012284166; product type: 0195-heart valves; implant date: non-implantable device product ID: 23mm non-medtronic balloon valvuloplasty catheter; lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34 valve, a pre-implant balloon aortic valv uloplasty (bav) was performed with a 23mm non-medtronic balloon. An infold in the inflow of the valve was observed on final deployment, which was not seen at 80% deployment and seemed to occur during the final release as the paddles came out of the paddle pockets.  A post-implant bav was performed; however, the valve dislodged. Subsequently, a second valve was implanted. A procedural delay occurred due to the loading and implanting of a second valve.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.